Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump history showed that the customer received the correct succession of alerts and alarms prior to the pump shutting down, however, the customer denied having received the alerts and alarms prior to the pump shut down. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) meter registered a ¿high¿ reading; value was unknown. The customer addressed bg by delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.